Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt268 infant dual-heated evaqua2 breathing circuit for sle4000 and sle5000 ventilators, was found cracked prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare. Photographs were provided by the healthcare facility. Our evaluation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: review of the photographs confirmed a long vertical crack at the chamber dome. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the observed crack. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The user instructions for the rt268 state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt268 infant dual-heated evaqua2 breathing circuit for sle4000 and sle5000 ventilators, was found cracked prior to patient use. There was no patient involvement reported.